Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to push the buttons but the screen does not always come up and had to push the button 2 to 3 times. The customer¿s blood glucose level was 80 mg/dl after eating cupcake and went over 200 mg/dl. The other blood glucose levels are 120 mg/dl. The customer also reported that it took longer time to rewind. The customer reported that not all the alerts sound sometime and not getting micro bolus and stayed in auto mode. The device will not be returned for analysis.